Manufacturer narrative:
A ge service representative performed an onsite investigation. The printer and camera were adjusted. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had poor image quality. The printer had poor image quality also. The touch screen and foot switch would not work correctly. No patient injury was reported.